Manufacturer narrative:
The date of the event onset was reported as ¿in the past 2-3 years¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event was due to a break in aseptic technique. The treatment details and the patient's recovery status were not reported. Dianeal therapy remained ongoing at this time. No additional information is available.